Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 sensor with the system, resulting in intermittent communication failure and the app repeatedly prompting to start the sensor; a subsequent new g7 was applied and the sensor warmup initiated normally. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the system and the cgm, consistent with intermittent communication failure and involving device components related to electrical and magnetic functions, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.